Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 7,626 joules the aiming beam was firing forward out the tip of the fiber. The fiber was exchanged and the second fiber was used to complete the procedure at 452,613 joules. The tips of both fibers were cleaned during the procedure. No harm to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 7,626 joules and 1 minute the aiming beam was firing forward out the tip of the fiber. The fiber was exchanged and the second fiber was used to complete the procedure at 452,613 joules. The tips of both fibers were cleaned during the procedure. No harm to the patient reported.